Event description:
It was reported that dpt was defective prior to use. Later on 01/30, it was reported that there was breakage between the stopcock and luerlock of dpt and that the tubing was too brittle.

Manufacturer narrative:
Device has not been received for evaluation.